Event description:
Customer reported that three pts in the ER had elevated (erroneous) troponin I results. The report indicated that one of these pts received medical treatment based on these results.

Manufacturer narrative:
Technical team visited the customer on (B)(4) 2012, to investigate reported incident and observe lab practices at customer site. Additionally, some samples of lots that were available at that time were obtained for investigation. A report on findings is being prepared.